Event description:
It was reported patient underwent a shoulder arthroplasty approximately 4 years ago. Subsequently the patient is suffering from sufficient amounts of heterotopic ossification of the joint capsule. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 00434903811, base plate uncemented, lot # 63498636. Catalog #: 00434903600, 36mm ã¿ +0mm offset poly liner, lot # 63842312. Catalog #: 00434903611, 36mm ã¿ glenosphere, lot # 64017125. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02928.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d1, d2, g3, h1, h2, h3, h6, h10. Reported event was confirmed as heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.